Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a tortuous anatomy. During preparation, it was observed that there was no significant difference in force to retract the valve into the ds; however, retraction was easier. During the procedure, on the initial attempt at 80 percent, the deployment lock button did not lift. The valve was unable to be recaptured, and it was observed that deployment/re-sheath wheel stopped working then micro adjustment wheel was used by pulling into the descending aorta and still unable to be recaptured. Two macro slide buttons were also used, and the issue remained unchanged resulted in capsule deformation (destruction/folding) so it was decided to remove the valve through the femoral artery with approximately 20 percent of the valve being in a deployed stated and a new 25mm, navitor vision valve was selected for implant using a small flexnav ds. A stent graft was noted to have placed in the puncture site, as the puncture site could not be closed with the abbott perclose closure device. A second valve was able to be implanted successfully. The patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged.